Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by nausea, vomiting, and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with unspecified intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Treatment with the intravenous antibiotics was ongoing. Dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.